Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported black liquid observed leaking from the scope was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 scope communication error based on the results of the investigation, a definitive root cause could not be established for the reported black liquid leak as it was not confirmed that the reported issue occurred with the device. A root cause could not be identified. Based on the results of the investigation, the cause of the b30 scope communication error was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had a major leak at the distal tip. The source of the leak was unclear, possibly from the camera, black liquid was observed leaking from the scope even after the cleaning and disinfection process there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.